Event description:
The customer reported having low blood glucose of 22mg/dl and the paramedics were called to assist him. The customer reported having issues with calibration errors within the first ninety days. The caller stated that his wife was not able to get customer to eat or drink anything. The customer was not taken to the hospital and he was treated at the scene. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.